Manufacturer narrative:
Pump was received with power error detected alarm and battery power loss alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for power error detected. Customer¿s blood glucose was unknown. Customers stated that notification light did not immediately stop flashing and customer was able to complete pump rewind. The insulin pump will be returned for analysis.